Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss checked the system and reseated the printed circuit board assembly board. Fss performed the field service checklist, which the system passed all functional tests and it was found working properly. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that blank/black screen occurred with a demo sovereign compact console. There were no patient treatment delays or cancellation reported.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.